Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient's tracheostomy tube had a slow leak that occurred within 120 minutes of first use. It was observed when the vent continued to alarm for low pressure. The patient's respiratory therapist confirmed the leak by inflating the cuff with sterile water and observing no air in the cuff the following morning. The tube was exchanged, in a non-emergent manner. The patient was ventilator dependent and unable to breathe without the tube in place, however, no additional patient injury occurred. The cuff patency had been tested prior to use. (B)(4) had been used to hold the device in place and had not required any adjustments.

Manufacturer narrative:
The reported 6.0mm ID customized tracheostomy tube was returned for investigation. A review of the device history record found no non-conformities or issues during manufacturing and the device passed qa inspection. During functional testing the device cuff was inflated with 15cc of air and the entire device was submerged in water. While submerged, the device cuff, shaft, and airway were manipulated to inspect for leaks or air bubbles; none were detected. The device cuff was then left, inflated, for 120 minutes. Afterward, the air was suctioned out of the cuff of the device; 15cc of air was removed. Investigation found the returned device to operate as intended. (B)(4).